Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging there was an appearance of air bubbles at the bottom of the cartridge. The patient reportedly experienced hyperglycemia with a ketone measurement of 1.20. There was no reported blood glucose (bg) values and patient did not require medical intervention. It was noted that the issue resolved after the cartridge was replaced. The pump reportedly, "alarmed for a detected failure on the insulin cartridge". This complaint is being reported because the patient experienced a hyperglycemic event due to an air bubbles issue with the cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings:a fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no issues were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.